Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that prior to placing screws, the screw projection was not visible in the software. At this time, both screens went black, but the mouse was still visible on the screen. They rebooted the navigation system and tried to resend the navigated image to the system, but they reported that the screen said "failed upload". They swapped out for another navigation system, and the images showed they were uploading, but never uploaded. Swapping out the ethernet cable did not resolve the issue. It was noted that the surgeon free-handed the screws. There was no impact on patient outcome and no delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: (B)(6). (H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.